Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-mar-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the es application unable to launch due to bad database and device software did not match server version. A field service engineer reimaging drive to v1.11 to resolve. Verified software installed correctly and synced with es server. Customer verified customer can login and access medication items. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, admission was not shown up on all pyxis. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.